Event description:
The complainant reported receiving an alleged "false positive" result. The complainant stated the user did not display symptoms. However, the complainant did not provide additional information pertaining to any retest results for confirmation.

Manufacturer narrative:
Product has not been returned. Therefore, a DHR review was completed for kit lot number k08a110908224m7 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot. There are 0 additional complaints from this customer, nor any other customer associated with a "false positive" failure mode prior to the reported receipt date of september 29, 2022. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for "false positive" is under the expected threshold of 2% (label claim)/1% (internal warning limit). Lucira health will continue to monitor trends related to false negative results in accordance with post-market surveillance process. Kit lot# k08a110908224m7 DHR review reference: sample vial lot DHR review: 2204162 (associated internal lot # 220305-10w) test lot dhrs review: 2204231 (associated internal lot # 220305-45m) based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under (B)(4) check-it.